Event description:
It was reported that device detachment and embolization occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia. The 20mm watchman flx laa closure device was successfully placed inside of the laa. Release criteria was confirmed to have been met. The physician accidentally pulled the watchman system into the right side of the heart without disengaging the core wire from the watchman device. The watchman sheath was on the right side of the heart, and the attached watchman device was on the left side of the heart. The physician stated that he had not tried to release the watchman device prior to pulling the watchman sheath into the right side of the heart. The physician then attempted to bring the sheath to the septum in order to re-cross into the left side of the heart to recapture the watchman device. It was during this time that it was noticed that the watchman device had embolized from the core wire and was now in the ascending aorta. The femoral artery was accessed with a 16fr sheath, and bioptome forceps to remove the watchman device. By the time access was gained into the right common femoral artery, the watchman device had further embolized from the ascending aorta into the abdominal aorta. The physician was able to successfully retrieve the watchman device with a bioptome forceps. The physician noted that there was no harm done to the patient during the procedure.

Event description:
It was reported that device detachment and embolization occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia. The 20mm watchman flx laa closure device was successfully placed inside of the laa. Release criteria was confirmed to have been met. The physician accidentally pulled the watchman system into the right side of the heart without disengaging the core wire from the watchman device. The watchman sheath was on the right side of the heart, and the attached watchman device was on the left side of the heart. The physician stated that he had not tried to release the watchman device prior to pulling the watchman sheath into the right side of the heart. The physician then attempted to bring the sheath to the septum in order to re-cross into the left side of the heart to recapture the watchman device. It was during this time that it was noticed that the watchman device had embolized from the core wire and was now in the ascending aorta. The femoral artery was accessed with a 16fr sheath, and bioptome forceps to remove the watchman device. By the time access was gained into the right common femoral artery, the watchman device had further embolized from the ascending aorta into the abdominal aorta. The physician was able to successfully retrieve the watchman device with a bioptome forceps. The physician noted that there was no harm done to the patient during the procedure. It was further reported that the patient was discharged on 31jan2023. No plans to retry the procedure had been made.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that device detachment and embolization occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia. The 20mm watchman flx laa closure device was successfully placed inside of the laa. Release criteria was confirmed to have been met. The physician accidentally pulled the watchman system into the right side of the heart without disengaging the core wire from the watchman device. The watchman sheath was on the right side of the heart, and the attached watchman device was on the left side of the heart. The physician stated that he had not tried to release the watchman device prior to pulling the watchman sheath into the right side of the heart. The physician then attempted to bring the sheath to the septum in order to re-cross into the left side of the heart to recapture the watchman device. It was during this time that it was noticed that the watchman device had embolized from the core wire and was now in the ascending aorta. The femoral artery was accessed with a 16fr sheath, and bioptome forceps to remove the watchman device. By the time access was gained into the right common femoral artery, the watchman device had further embolized from the ascending aorta into the abdominal aorta. The physician was able to successfully retrieve the watchman device with a bioptome forceps. The physician noted that there was no harm done to the patient during the procedure. It was further reported that the patient was discharged on 31jan2023. No plans to retry the procedure had been made.